Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working and alarmed unexpected restart before and after a battery change. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting found that the display screen went blank after the blood glucose value was entered into the pump. Troubleshooting advised customer to monitor the pump and call back if necessary. No further details given.